Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was a cleaner fluid leak under the coulter lh 750 analyzer and behind sample probe and was unable to isolate the source of the leak. The customer was wearing ppe consisting of gloves and a lab coat and had not come into contact with any of the fluid. She stated that patient samples were not affected as a result of the leak. The customer previously reported a clenz leak from the same instrument that occurred on (B)(6) 2011 and is documented in MDR 1061932-2011-02092. There was no death or injury and no changes to any patient treatment associated with the event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and observed a clenz leak through a cut tubing in the pv61 in right rear of the instrument. The fse replaced the tubing and ran shutdown and startup with no further issues. The fse verified instrument operation through running qc with no issues. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).